Event description:
Hosp has informed that the laparotomy sponges were being voluntarily recalled by the co. No other details available.device labeled for single use. Patient medical status prior to event: invalid data. There was multiple patient involvement. Number of patients involved: .device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: foreign material contamination. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device recalled by manufacturer/distributor. The device was not destroyed/disposed of.